Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) exhibited no atrial markers unable to confirm atrioventricular (av) synchrony. An electrocardiogram (ECG) is necessary during ipg av device follow-up to confirm the atrial mechanical sensing signal is coordinated with the p-waves on the ECG. The ipg remains in use. No patient complications have been reported as a result of this event.